Event description:
Patient had wire inserted into kidney. Scope was inserted next to wire. Stent pusher was used as a conduit to feed wire from outside of patient back, into scope to run back up the ureter. So pusher was inserted into scope working chanel and fed just inside ureteric opening, then end of wire external to patient was fed into end of pusher, and fed up into ureter via pusher. Purpose solely to reintroduce wire to ureter via scope. When pusher was removed, it was noted metal band on tip was missing. Unable to find. Assumed it was in scope or fell on floor. Stent placed via wire and upon xray, it was noticed that the band had indeed been pushed into kidney. Urologist will leave, until stent removal in a couple of weeks (date yet to be confirmed), and may wait for spontaneous passing or readmit for flexi scope and removal. Patient is aware and is asymptomatic.

Manufacturer narrative:
A proper evaluation cannot be performed at this time, due to the complaint device not being returned. One product was pulled from stock for evaluation. Numerous attempts were made to remove the band from the tip of the positioner without success. However, when excessive force was applied to the metal band, the band became dislodged and separated from the positioner. At this time, we are unable to determine exact root cause of the customer's difficulty due to the product not being returned and stock products being within specification. Additional information received from the distributor indicates the metal band was successfully removed from the patient using an ngage nitinol stone extractor during the stent removal procedure. Based on the customers statement, the positioner has been used in an unapproved manner. The customer indicated the positioner was used as a conduit to feed the guide wire from outside the patient back, into the scope to go back into the ureter; the positioner is to be used to aid in stent placement. We have requested additional information concerning the return of the metal band for evaluation, as well as the location the metal band was removed. As additional information becomes available, it will be forwarded.